Event description:
It was reported by the rep that the (1) tsw45 and the (3) tr45b (rpo) were used during a low anterior resection procedure. It was reported that the surgeon attempted to staple across the rectum with the ax55b, but was unable to get it deep enough. He then used a tsw45 (taking out the vascular cartridge for a tr45b) to transect the rectum. On the second firing, he observed that there were no staples in the middle portion of the cut line. He then fired a third tr45b in an attempt to completely transect the rectum and close off the defect. Following the transection, he inflated the rectum with air to check for leaks, multiple leaks were noticed. The surgeon oversewed the staple line and checked again for leaks (the surgeon had a difficult time sewing because the tissue kept falling apart.) He was then able to use the cdh29 and completed the case. The pt rec'd a temporary colostomy due to the poor tissue at the anastomosis.